Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that four months following bilateral lasik surgery, the pt presented with photophobia in both eyes. The pt reported that his right eye is not as clear as the left eye. In a follow up, the optometrist reported that the pt was seen one month later and was still light sensitive. Medication eyedrops were prescribed to treat the event. The optometrist reported that the event is expected to resolve with the treatment, and will continue to observe the pt's progress closely. There are two medical device reports associated with this event. This report is for the left eye.